Event description:
It was reported that the tip of a final tightener broke off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: manufacturing files were reviewed and no manufacturing issues were found for this lot number. The instrument was reported to have been used at least times per week. Manufacturing review revealed that the instrument was manufactured and released in 2011. Conclusion: the likely root cause normal wear of the instrument.

Event description:
It was reported that the tip of a final tightener broke off.